Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The sp mcs tip accessory was disposed. Refer to medwatch report (MDR) with MFR report#: 2955842-2023-21612 (patient identifier#: (B)(4) for MDR submission of the event related to the sp mcs instrument issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the tip fell off from the single port (sp) monopolar curved scissors (mcs) instrument. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the sp mcs instrument and the sp mcs tip accessory were inspected prior to use with no damage noted. During the procedure, the plastic part of the sp mcs instrument was broken while dissecting the tissue. This plastic part and the sp mcs tip accessory fell inside the patient and were retrieved during same procedure. Post-operative tests were not performed as retrieval of the broken pieces was confirmed with visual inspection. In addition, the sp mcs instrument did not collide with any other instruments and the sp mcs tip accessory appeared to be properly installed during use. There was no difficulty in removing the instrument and sp mcs tip accessory and the instrument wrist was straightened upon removal. The customer indicated that no damage, tears or hole found on the sp mcs tip accessory, or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications. The sp mcs tip accessory was already discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument related to this complaint to perform failure analysis. The mcs instrument was analyzed and found to have a broken tube adapter at the distal end. A piece approximately 0.091" x 0.096" in size was not returned with the instrument. The complaint regarding a broken wrist was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.